Event description:
Case description: investigation results: name: novopen 4, batch number: jvgv046 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case was updated with the following: -investigation results updated in qc comment and qc results -is non-reportable and malfunction updated to no in-device tab -bcdg codes updated in device addendum -final reported ticked and expected date of fu removed from EU/ca tab -narrative updated accordingly. No consent for safety follow up, hence no further information available. Final manufacturer comment: 12-dec-2025: the suspected device novopen 4 has not been returned to novonordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. No other confounding factor identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary: name: novopen 4, batch number: jvgv046. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) novopen 4 issue-after adjusting the dose counter on certain dose (35 u), only two drops of insulin are released [incorrect dose administered by device], novopen 4 issue- penfill holder broken from the mechanical part side [device breakage]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from diabetic coma-patient thought she was taking her insulin dose(diabetic coma)" with an unspecified onset date , "novopen 4 issue-after adjusting the dose counter on certain dose (35 u), only two drops of insulin are released(incorrect dose administered by device)" with an unspecified onset date , "novopen 4 issue- penfill holder broken from the mechanical part side(device breakage)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "product used for unknown indication", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date for "drug use for unknown indication", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: mixtard 30 hm penfill: (35u (morning dose). Current condition: diabetic (type and duration not reported). On an unknown date the patient experienced novopen 4 issues, after adjusting the dose counter on certain dose (35 u), only two drops of insulin were released as the penfill holder was broken from the mechanical part side. This lead the patient to suffer from diabetic coma twice due to np4's issue as she thought she was taking her insulin dose, but she wasn't. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Batch numbers: novopen 4: jvgv046. Mixtard 30 hm penfill: not available. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "suffered from diabetic coma-patient thought she was taking her insulin dose (diabetic coma)" was not reported. The outcome for the event "novopen 4 issue-after adjusting the dose counter on certain dose (35 u), only two drops of insulin are released (incorrect dose administered by device)" was not reported. The outcome for the event "novopen 4 issue- penfill holder broken from the mechanical part side (device breakage)" was not reported. Reporter's causality (novopen 4) - suffered from diabetic coma-patient thought she was taking her insulin dose (diabetic coma) : unknown . Novopen 4 issue-after adjusting the dose counter on certain dose (35 u), only two drops of insulin are released(incorrect dose administered by device) : unknown novopen 4 issue- penfill holder broken from the mechanical part side(device breakage) : unknown . Company's causality (novopen 4) - suffered from diabetic coma-patient thought she was taking her insulin dose(diabetic coma) : unlikely . Novopen 4 issue-after adjusting the dose counter on certain dose (35 u), only two drops of insulin are released(incorrect dose administered by device) : possible novopen 4 issue- penfill holder broken from the mechanical part side(device breakage) : possible . Reporter's causality (mixtard 30 hm penfill) - suffered from diabetic coma-patient thought she was taking her insulin dose(diabetic coma) : unknown . Novopen 4 issue-after adjusting the dose counter on certain dose (35 u), only two drops of insulin are released(incorrect dose administered by device) : unknown . Novopen 4 issue- penfill holder broken from the mechanical part side(device breakage) : unknown . Company's causality (mixtard 30 hm penfill) - suffered from diabetic coma-patient thought she was taking her insulin dose(diabetic coma) : unlikely . Novopen 4 issue-after adjusting the dose counter on certain dose (35 u), only two drops of insulin are released(incorrect dose administered by device) : possible novopen 4 issue- penfill holder broken from the mechanical part side(device breakage) : possible. No consent for safety follow up, hence no further information available.